Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary functional evaluation of the submitted device could not replicate the reported problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broach will not remain on the broach handle. No surgical delay.